Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Pinch the inside of mouth. One head lost a small piece of metal - brush head. Consumer e-mail stated one brush head lost a small piece of metal. No serious injury was reported.